Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual analysis of the returned sample revealed that sistema de cemento vertecem v+ . Esteril was stuck as the cement inside the mixer was observed to be hardened. The hardened cement inside the mixer caused the handle to be stuck. No other issues were identified with the returned device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the sistema de cemento vertecem v+ . Esteril. The cement could have hardened due to cement exposed to the external environmental conditions. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot = part: 07.702.016s, lot: 1b53380, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 02 february 2021, expiration date: 01 february 2024 . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Reporter is a j&j representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021. The patient underwent for a surgery of percutaneous vertebroplasty (l1) for the osteoporotic vertebral fracture. During the surgery, when the surgeon tried to move the mixer handle, it broke at the root of the mixer handle. The surgery was successfully completed without any surgical delay. The patient outcome was stable. This complaint involves one (1) device. This report is for (1) vertecem v+ cement kit. This is report 1 of 1 for complaint (B)(4).